Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that on (B)(6) 2014 he thought he "was almost comatose and could not walk". Paramedics were called and transported him to a local (B)(6) hospital emergency room, where a reading of 812 mg/dl was received on an unspecified hospital device. Customer noted he was diagnosed with a urinary tract infection, but could not remember what specific treatment was rendered. No further information was provided by the customer. It is assumed the customer was also diagnosed with hyperglycemia and received interventions to lower his blood glucose and stabilize his electrolytes and fluid status, as well as receiving antibiotics for his uti. There was no report of death or permanent injury associated with this event.